Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood and tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with the procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood and tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that helix rotation issues were observed during attempted implant of the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.